Event description:
Caller reported a black line down the aviva combo meter screen. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).